Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a 78-year-old male patient with post-cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that medical staff suspected the patient of having hemolysis during support. Plasma-free hemoglobin (pfhgb) was found to be elevated at 2500, and a second lab draw still showed elevation. Medical staff did not administer heparin to the patient until after the fourth day of impella support. Medical staff then removed the 5.5, and the patient survived and remained stable.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were reviewed which showed pump ran without issue during support. There were suction alarms were triggered in early of the case but resolved. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The investigation of hemolysis has been completed. Data review: data logs showed pump ran without issue during support. There were suction alarms were triggered in early of the case but resolved. No motor current spikes. Ps began to trend down on 6/24 through 6/25. Pump was returned for analysis. Visual inspection found no issues on the pump. Pump passed hemolysis test. The root cause of hemolysis was most likely patient condition related since the pump passed hemolysis testing and good positioning was confirmed. D9 device returned to manufacturer date added h6 investigation finding revised based on the returned device investigation results. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-12875 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-12875 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12875.